Event description:
Customer called to report that their meter kept giving an error 5 as soon as a strip is inserted. Customer inserted a new clean test strip correctly and had also cleaned the meter. This issue was not resolved with troubleshooting. Unable to provide a serial number due to the serial number being rubbed off.